Manufacturer narrative:
Pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. Unit was received with normal operating currents and no unexpected off no power or low battery alarm noted. Unit was received with stripped battery cap (p) at coin slot area, cracked reservoir tube lip and cracked case at display window corner.

Event description:
The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of admission to the hospital was 500 mg/dl. The customer cause of hospitalization due to insulin had gone bad due to the heat. The customer stayed overnight, they gave her shots of insulins and educator filled a new reservoir. Customer was release the next day. Customer was wearing the pump at time of hospitalization. The customer reported via phone call the she was unable to remove the battery cap. Customer's blood glucose at time of incident was unknown. Customer indicated her lancet is broken. The customer was advised bayer would need to be contacted and they could replace it. The customer was advised that if battery cap doesn't came off, pumps needs to be replaced.

Manufacturer narrative:
The pump passed the delivery accuracy test.